Manufacturer narrative:
The waa instructions for use prohibit waa placement directly on the skin. The waa design has been verified to not exceed the maximum specification established per the standard, as documented in test report number 06-02747 tr-pdbt-2a-all-waa verification testing. Further, risk of overheating is reduced by a protection mechanism implemented in the waa, causing it to shut down if it reaches an internal temperature of 70 degrees c. The temperatures measured on waas without insulation during verification testing are consistent with what the patient reported. In the absence of the unit for analysis, it is concluded that the temperature observed by the patient is consistent with the waa temperature during operation and is below the maximum temperature permitted by the safety standard.

Event description:
On (B)(6) 2022 the patient reported their wearable antenna assembly was overheating and causing a burning sensation to the skin. Additionally, a yellow alarm and antenna not working were also reported. The overheating did not cause tissue damage or require medical intervention.